Event description:
The initial reporter received questionable elecsys total psa results from one patient sample tested on the cobas 6000 e601 module. Sample 1: the initial result was <0.006 ng/ml with a data flag and the repeat result was 6.11 ng/ml. It was reported that the initial result was not credible and not in line with the previous result.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The customer's qc results were in the expected range. The field service engineer replaced the measuring cell and performed preventative maintenance. No further issues were reported by the customer. The investigation determined that the service actions resolved the issue.